Event description:
(B)(6) clinical study. Same case as 2134265-2011-04940. It was reported that during a coronary artery stenting treatment procedure a dissection occurred and following the procedure the patient experienced a myocardial infarction. Lesion 1 was located in the mid left anterior descending artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct placement of a 3.0 x 24 mm taxus element stent. Following this a small dissection was noted "upstream" which was treated with the 3.0 x 8 mm taxus element bailout stent with 0% residual stenosis. The next day, prior to discharge, the patient's troponin values were found to be elevated and the patient experienced a myocardial infarction (peak troponin = 0.267 ng/ml, uln= 0.04 ng/ml). A ECG was performed and the patient did not experience ischemic symptoms. No other action was taken to treat this event. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).